Manufacturer narrative:
Please refer to the attached analysis report. (B)(4)

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, a change in the device parameters was observed: the pacemaker was found programmed in vvi mode at 70 min-1, whereas it was programmed in ddd mode at 60 min-1 at the last follow-up on (B)(6) 2018. The pacemaker was reprogrammed in ddd mode and the patient returned home.